Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.